Manufacturer narrative:
The log data for the console was reviewed and ec 284 "excess air in hx" was seen. The console was evaluated and the fluid level sensor was found to have raised edges. Raised edged sensors do not make perfect contact with the hex and causes false detection of air. The fluid level sensor was replaced and the console was tested and it passed all functional verification testing. As a corrective action, the drawing for this component has been updated with notes to prevent concave surfaces or surfaces with raised edges. Although the complaint associated with this MDR was received, investigated and closed in 2016, a recent internal review of old complaint files at quest medical, revealed that an MDR# was assigned to this complaint but no MDR was filed at the time. This report is being filed as part of the corrective action initiated to address the late filing.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console was popping the vent valve during delivery. No patient complications resulted from the issue.